Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lens appears oily and doesn't clear off. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside air-water channel. Based on the results of the investigation, it is likely the following led to the malfunction: due to a stain on the objective lenses and obstruction of flow causing the objective lenses not to be cleaned completely. The most probable cause for objective lenses not to be cleaned completely was cause traced to component failure-expected or random component failure without any design or manufacturing issue. However, a root cause for white residue inside air-water channel could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.